Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes the plasma did not separate and some cases blood did not aspirate. The following information was provided by the initial reporter. The customer stated: ¿customer reports that when the tube is inserted into the distal needle, in some cases blood aspiration does not occur. And some tubes, after centrifugation, the elastomer was positioned above the plasma.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill and poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for underfill and poor barrier separation was not observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, (poor barrier separation and underfill) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill and poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes the plasma did not separate and some cases blood did not aspirate. The following information was provided by the initial reporter. The customer stated: ¿customer reports that when the tube is inserted into the distal needle, in some cases blood aspiration does not occur. And some tubes, after centrifugation, the elastomer was positioned above the plasma.